Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that the bypass of an ak 96 machine leaked. This event occurred during priming. There was no patient involvement. No additional information is available.